Manufacturer narrative:
D10 concomitant products: sig power sigpshell control shell (lot# n4g1941y) sig power sigadaptstnd linear adapter (serial#(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the reload, there were issues with the reload on the powered handles prior to firing. The reload was unable to perform the open/close test and could not fire when holding lung tissue. Additionally, the reload could not be unloaded from the adapter. The surgeon requested a change of the reload, adapter, and shell to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially inserted into the adapter. The reload had a full staple complement. The I-beam was slightly advanced and the jaws were closed. There was damage to one of the blowout plates. The laminates were herniated. Functional testing was precluded due to the observed condition of the reload. It was reported that the reload was unable to perform the clamp test, the device would not fire, and the reload could not be unloaded from the adapter. The reported issues confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.